Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the mid common bile duct (cbd) of a patient on (B)(6) 2010 as part of (B)(4). According to the complainant, the patient underwent a liver transplant secondary to (B)(6) and was also diagnosed with an anastomotic stricture. Additionally, the patient had previously undergone a cholecystectomy (procedure date unknown). On (B)(6) 2010, the patient underwent their per-protocol study stent placement procedure. A sphincterotomy was performed during this procedure. A 10mm x 80mm metal stent was successfully implanted across the stricture. No adverse events or complications were reported. On (B)(6) 2011, the patient presented to the hospital for their per-protocol study stent removal. Additionally, the patient had a routine endoscopic retrograde cholangiopancreatography (ercp) as an assessment of his biliary anastomotic stenosis. During the study stent removal, modest hyperplasia tissue ingrowth was found through the distal third of the study stent. No intervention was required due to this event. The study stent was successfully removed. Reportedly, there was no evidence of a recurrent stricture and no associated adverse events. Additionally, it should be noted that the clinical site is not reporting a device malfunction/deficiency. During the ercp, it was reported that there was "excellent definition of the anastomotic stenosis reported during the previous procedure, and good bilioduodenal contrast clearance at the end of the examination." The clinical site has not reported any associated adverse events or device malfunctions/deficiencies with this ercp procedure. (B)(6). In the physician's assessment, this was unrelated to the stent.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.